Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explant of cup and prosthetic hand in loosening and metallosis. Total hip implant in 2001. Doi: 2001; dor: (B)(6) 2018; unknown hip.